Event description:
Same case as MDR ID # 2134265-2013-03373, MDR ID # 2134265-2013-03343 MDR ID # 2134265-2013-03339. (B)(4). It was reported that during a stenting procedure, a vessel spasm occurred. In (B)(6) 2013, the patient presented with unstable angina and was hospitalized on the same day. The patient underwent cardiac catheterization which revealed a 50 to 70% in-stent restenosis of previously placed veriflex bare metal stent in the right coronary artery (rca). A kinetix ptca guide wire was advanced into the distal rca and a 2.75 x 32 mm promus drug eluting stent was placed. Then, a 3.00 x 15 mm quantum noncompliant balloon catheter was used for post dilatation of the lesion. A spasm was then noted at the distal vessel and was treated with intracoronary nitroglycerin. On the same day the event was considered resolved and the patient was discharged the following day.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was not returned for analysis as it was disposed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu (B)(4).